Manufacturer narrative:
MFR report #: (B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative iop in the operative eye was 18 mmhg. The stent malpositioning has had no adverse impact to the patient. No intervention has been performed and the patient continues to be monitored. The most recent iop was 15 mmhg on (B)(6) 2015. The patient is doing well with iop in control and uncorrected visual acuity 20/25.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no issues identified that relate to the reported event. (B)(4). Submitted to FDA on 09/11/2015. Note: glaukos originally submitted this MDR to FDA on 9/11/15 and the FDA had not set up our production account properly and as a result this MDR was not successfully received by FDA. FDA stated that they would honor the original date of submission. Placeholder.

Event description:
Cataract surgery with implantation of the istent was performed in the patient's right eye on (B)(6) 2015. Postoperatively, the surgeon reported that he could not locate or visualize the istent. Ubm analysis was performed on (B)(6) 2015 and analysis of the images showed that the stent was implanted in the supraciliary space. Additional information is being requested, but at this time there is no known adverse impact to the patient.